Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection using magnification was performed and found no issues. Leak testing, clear passage testing, and clamp function testing were performed with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the transfer set and the minicap. The minicap fell off of the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.